Event description:
The customer reported that an 840 ventilator had a blank screen. No patient involvement. The covidien customer support engineer cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.